Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient had to come back to treat a golf sized hematoma after using a 5f mynxgrip vascular closure device (vcd). The haematoma was roughly 42mm in diameter. The haematoma was massaged out.the patient was discharged. The procedure used retrograde approach for a y-90 workup/treatment. A 5f non-cordis sheath was used. The balloon did not lose any pressure. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath or distal end after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the femoral artery, distal to the profunda. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. There were no anticoagulants, antiplatelet or any thrombolytics used. There was no activated clotting time (act) performed, all labs were in normal limits and the patient¿s international normalized ratio (inr) was not greater than 1.5. The user is trained to the device. The device was prepped and stored per instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, the patient had to come back to treat a golf sized hematoma after using a 5f mynxgrip vascular closure device (vcd). The haematoma was roughly 42mm in diameter. The haematoma was massaged out.the patient was discharged. The procedure used retrograde approach for a y-90 workup/treatment. A 5f non-cordis sheath was used. The balloon did not lose any pressure. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath or distal end after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the femoral artery, distal to the profunda. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. There were no anticoagulants, antiplatelet or any thrombolytics used. There was no activated clotting time (act) performed, all labs were in normal limits and the patient¿s international normalized ratio (inr) was not greater than 1.5. The user is trained to the device. The device was prepped and stored per instructions for use (IFU) and opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2226402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿haematoma¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd)plug. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the hematoma. However, patient factors, pharmacological factors and/or procedural factors may have contributed the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.